Event description:
It was reported that the three-way catheters were clogged. Customer stated that they had two cases with two different surgeons where the three-way catheters were clogged. Stated that the port that the irrigation goes into seems to be clogged. So new foleys were opened and they also had the same issue. Later surgeons ended up having to put a thin straight instrument through the port to dilate so irrigation could run through the port. From the first case they opened two catheters (lot# nggq3652) and the second case they opened three catheters with no success unless dilating with an instrument (lot# nggq4030).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the three-way catheters were clogged. Customer stated that they had two cases with two different surgeons where the three-way catheters were clogged. Stated that the port that the irrigation goes into seems to be clogged. So new foleys were opened and they also had the same issue. Later surgeons ended up having to put a thin straight instrument through the port to dilate so irrigation could run through the port. From the first case they opened two catheters (lot# nggq3652) and the second case they opened three catheters with no success unless dilating with an instrument (lot# nggq4030).

Manufacturer narrative:
The reported event is confirmed, manufacturing related. The used three-way foley catheter was returned without the original packaging. No visible defects were noted on the catheter. The irrigation eye was punched, however there seemed to by a thin film within the eye and a very small hole was in the center (possibly where the customer reported using an instrument to "dilate"). Flushed the irrigation port and the water sprayed out in a fine stream. As the irrigation continued and more water flowed through the small hole, the stream got bigger and the irrigation eye appeared to have been opened to its original size. The thin film was confirmed by moncks qe to be a thin layer of coating that dried over the irrigation eye causing the blockage; this is out of specifications which states, "obstructed / blocked eyes are not allowed". A potential root cause for this event could be, "operator error". The device was attempted to be used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.